Event description:
The complainant alleged that during routine biomed testing they performed a 200 joule test discharge with paddles on the device and saw "defib fault 109" displayed on the screen. Attempted a 30 joule test and the device displayed a "bridge test fail". The complainant indicated there was no pt involvement with this malfucntion.